Event description:
A customer reported a ruptured reservoir on a small volume infusor elastomeric device. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2013 to february 8, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the bladder was observed to be ruptured. Microscopic inspection revealed markings on the exterior surface of the bladder near the rupture line. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.